Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a metal head was reported. The event was not confirmed.

Event description:
Claimant underwent right total hip arthroplasty on (B)(6) 2011 and was implanted with the following components: rejuvenate spt modular stem #7; rejuvenate modular neck 127°/132° neck angle; lfit anatomic v40 femoral head; trident x3 10° polyethylene insert; trident psl ha cluster acetabular shell. She was revised on july 20, 2021 due to alleged cobalt and chromium toxicity.

Manufacturer narrative:
Reported event: an event regarding abnormal ion level involving a metal head was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusion: lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
Claimant underwent right total hip arthroplasty on (B)(6) 2011 and was implanted with the following components: rejuvenate spt modular stem #7; rejuvenate modular neck 127°/132° neck angle; lfit anatomic v40 femoral head; trident x3 10° polyethylene insert; trident psl ha cluster acetabular shell. She was revised on (B)(6) 2021 due to alleged cobalt and chromium toxicity.